Event description:
A malfunction code malf 16 was reported for the insulin pump, which was within warranty, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer used multiple daily injections (mdi) as a backup therapy and was instructed by technical support to return the problematic pump using a prepaid label. A replacement pump was provided, and the customer was guided on putting the pump into storage mode before returning it.